Event description:
It was reported that prior to a shoulder arthroscopy procedure it was observed that the 4k c-mnt scp,4.0,30,167,mitek scope device was cracked. There was no patient involvement reported, as the event occurred prior to the procedure. It was reported that a new device was available and the procedure was successfully completed. During in-house engineering evaluation it was determined that the device was broken(2+pieces): chipped/shaved/delaminated. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed. No further information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary according to the information received, it was reported that we had an issue with scope being cracked. The complaint device and a photo were received at the service center and evaluated. Visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. During the service evaluation of the device the following defects were identified: repair level 3 major repair other damages caused by customer outer tube damaged, needle. Outer tube bent outer tube damaged, distal tip. Distal tip damaged major scratches/nicks outer tube body / light post. Sidearm damaged nicks/scratches illumination. Distal tip fiber damaged optical system, optical components distal cover glass/negative damaged cracked/scratched. Cosmetic issue scratches/dents. Visual: scratched/nicked, broken (2+ pieces) : chipped/shaved/delaminated and visual : deformed/bent. Per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified.